Manufacturer narrative:
An olympus technical assistance representative advised the customer on troubleshooting the issue. During troubleshooting, it was found the water was not coming into the unit even thought the water supply was not off. After ensuring the facility water lines were clear, the device began working correctly. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the endoscope reprocessor would not start a cycle and displayed an e00 "process is interrupted" error code. The customer further reported the device was just blinking and no water comes into the unit. No patient involvement or impact to patient care was reported for this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the legal manufacturer's investigation, it is likely that the water supply pressure was under olympus recommendation. The instructions for use identified the following verbiage, which may help prevent the phenomenon: "4.1 installation conditions - water supply conditions: the water supply pressure should be between 0.1 and 0.5mpa (include water hammer)".